Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed on stored egm. The patient received inappropriate antitachycardia pacing therapy. Patient was called in clinic and programming changes were made. Patient was asymptomatic. Patient will continue to be monitored for further episodes.